Event description:
Reporter alleged the blood glucose lancet device needle would not retract back after using it. Customer stated performing a neelde stick for glucose testing which appeared to give her a larger than normal cut and the needle would not retract back into the device afterwards. No actions were taken or treatment was received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.